Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 400 mg/dl due to bent cannula. It was also reported that customer inquired on reason blood glucose entered manually was not showing in insulin pump and reason why meter blood glucose now alert was not received after meals. Call was disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.